Manufacturer narrative:
The retain testing was not performed due to the kit being expired at the time of the evaluation at abbott diagnostics (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022792 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02432, 1221359-2021-02442, 1221359-2021-02444, 1221359-2021-02445, 1221359-2021-02446, 1221359-2021-02447, 1221359-2021-02448, 1221359-2021-02449, 1221359-2021-02450, 1221359-2021-02451.

Manufacturer narrative:
The retain testing was not performed due to the kit being expired at the time of the evaluation at abbott diagnostics scarborough. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022792 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02432, 1221359-2021-02442, 1221359-2021-02444, 1221359-2021-02445, 1221359-2021-02446, 1221359-2021-02447, 1221359-2021-02448, 1221359-2021-02449, 1221359-2021-02450, 1221359-2021-02451.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02432, 1221359-2021-02442, 1221359-2021-02444, 1221359-2021-02445, 1221359-2021-02446, 1221359-2021-02447, 1221359-2021-02448, 1221359-2021-02449, 1221359-2021-02450, 1221359-2021-02451.

Event description:
The customer reported fourteen (14) false positive results with the ID now covid-19 assay for multiple patients performed in between (B)(6) 2021 respectively. This MFR. Report addresses event date three (3) of eleven (11) and lot three (3) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. On the same day pcr confirmation testing generated a negative result. The customer confirmed there was no patient harm due to the test results. However, per the customer there could have possibly been a delay/ impact in the patients' treatment as they were required to wait for the pcr results.